Event description:
It was reported that suture placement was successful using the first proglide device; however, a cuff miss occurred during suture placement using a second proglide device in the left common femoral artery using the preclose technique prior to an endovascular abdominal aortic aneurysm (aaa) procedure. A third proglide device suture was successfully placed using the preclose technique. The arteriotomy was a 7f and during the aaa procedure the sheath was upsized to a 12f. The aaa procedure was completed and hemostasis was achieved with the pre-placed proglide sutures. It was reported that the physician is trained in the use of the proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The plunger, cuffs, link and needle tip were not returned with the device; without the return of these components, the reported event could not be confirmed. Based on visual and functional analysis of the returned device there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.